Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia, with blood glucose decreasing to 60 mg/dl and later to a lowest value of 52 mg/dl for about an hour after following conflicting guidance regarding making a meal announcement while treating a low; the user subsequently treated with oral carbohydrates including toast, juice, and glucose tablets and received device alerts for low and urgent low glucose. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no professional medical intervention and resolution efforts through oral glucose per coaching. Investigation included complaint review, user coaching, and troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event represents hypoglycemia with cause unclear and that user education on low treatment without meal announcement was provided to prevent canceling correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.